Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Stents deployed bilaterally inside limbs to improve blood flow. Unable to avance contra wire. Case was completed successfully.